Manufacturer narrative:
This report is submitted on august 17, 2022.

Event description:
Per the surgeon, it was reported that the patient underwent revision surgery on (B)(6) 2022, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the magnet was removed and an implant was placed on the internal fixture.